Manufacturer narrative:
No anomaly detected by checking the DHR of the instrument involved on a total of 60 smr glenoid extractor released on the market with the same lot number. This is the first and only complaint received on this lot number. We will submit a final report when the investigation will be concluded.

Event description:
Intra-op breakage of the thread of the smr glenoid extractor into the metal back cavity when trying to remove the metal back from bone. Breakage was caused by the repeated striking of the extractor. Surgery time extended of an hour, to remove broken fragment of thread from the metal back cavity; surgeon was able to remove the fragment and there was no consequence for the patient.